Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges multiple instances where the actuator has gone out on the chair. Consumer was stuck in chair and had to call 911 for assistance.

Manufacturer narrative:
The device was evaluated and repaired by the provider. The actuator was replaced. The provider also tighened the joystick and mount, put the legrest pad back on, put knobs back on, and re-routed wires to their proper position. Device is working properly. Provider evaluated and repaired .

Event description:
Consumer alleges multiple instances where the actuator has gone out on the chair. Consumer was stuck in chair and had to call 911 for assistance.